Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the power dropping when the receiver was connected to the charger. A receiver boot test was performed and passed. Functional tests were not performed due to the power dropping when the receiver was connected to the charger. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the power dropping when the receiver was connected to the charger. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.